Event description:
On 7/15/2024, a facility notification regarding the pmcf study was received via email. The facility representative reported that a patient suffered from patellar instability. On (B)(6) 2023, an mpfl repair procedure was performed, in which a corkscrew anchor was implanted. The patient experienced a failure of fixation due to trauma and re-dislocations. A revision surgery was performed to treat the failure of fixation. The physician did not disclose the revision surgery date.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.